Event description:
Emergent repair of svc-ra junction during extraction of fidelis 6949. During extraction it was noticed that patient had emergent tamponade with no blood pressure. Cardiac surgeon was immediately called and sternotomy was performed. Small tear of the svc-ra junction was noticed and repaired the case continued with the extraction. The 12f sls ii was initially used and then upsized to a 14f sls ii with very limited usage ¿ at this point is where tamponade was noticed. Sternotomy performed and case continued with 16f sls ii. The re-implant was successful as well as repair of svc-ra tear.